Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit¿s screen had bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, and gear were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the comb, side plates, roller, roller gear, and shoulder bolts were damaged. The pretests could not be performed due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the comb was bent. However, it was also noted that the side plates, roller, roller gear, and shoulder bolts were damaged and pretests could not be performed due to the damaged parts. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit's screen had bent. The event timing was unknown. Investigation results revealed that the comb was bent. No adverse events were reported as a result of this malfunction.